Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient was recharging more often then they used to. The patient used to charge their device every two weeks, then it became every week, and now they are charging every day. Impedance measurements were taken and low impedance was found on contact 6 of 116ohms. These were reported to have begun about a month prior. The patient¿s healthcare provider is managing the patient¿s device and has programmed around the impedance issue. The healthcare provider will continue to monitor the issue. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.